Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, initial analysis of the venous side of the device showed evidence of clotting in and around the depth filter and the final screen was covered with fibrin or protein. The final screen was extracted from the device and in depth analysis identified the material as proteinaceous in origin, most likely blood. Further examination of the cardiotomy filter, oxygenator heat exchanger and membrane bundle revealed proteinaceous material in smaller quantities than on the venous reservoir screen. Lipids were most likely also present since they are a component of blood (e.g., phosphocholine, cholesterol). Conclusion: the clinical observation was confirmed for no flow through the final screen due to clotting. Analysis findings of proteinaceous material throughout the device concluded that clotting occurred when two units of packed red blood cells were added to the prime solution. Due to the emergent nature of the procedure, the customer may have fallen behind in the anticoagulation protocol. It was reported that the device was operating normally prior to the addition of the packed red blood cells (prbc). Following the addition of the prbc's, it was reported that the fluid volume filled the space behind the screen and began exiting via the ports on the reservoir lid. The IFU states: a strict anticoagulation protocol should be followed and anticoagulation should be routinely monitored during all procedures. The benefits of extracorporeal support must be weighed against the risk of systemic anticoagulation and must be assessed by the prescribing physician. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this integrated cardiotomy/venous reservoir was set up for a case with another manufacturer's perfusion pack and primed. Following recirculation for 30 minutes, two units of packed red blood cells were added to the prime. The patient experienced an abrupt decompensation in clinical status and emergency bypass was initiated. Initial venous return exhibited no flow through the screen separating the cardiotomy and venous return chamber. Volume then filled the space behind the screen and began exiting via the ports on the reservoir lid. Bypass was interrupted and the reservoir exchanged. The patient was put back on bypass successfully with the second device; however, life-saving measures were necessary while the change-out took place. The patient remained hospitalized and did not regain consciousness for several days following the clinical event. It subsequently was reported that the patient had regained consciousness and had returned to the medical state exhibited prior to the beginning of the surgical procedure.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).